Event description:
The dealer alleges the wrench is flashing 6 times, a bad left brake sitting in the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.